Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the proglide device was difficult to remove. The physician re-deployed and re-parked the foot; however, the device could not be removed from the anatomy. It appeared that the suture link had severed and the cuff had pulled off the suture. The vessel was rewired and the physician using a forceful pull was able to remove the proglide device. After the device was removed, a piece of "metal" was found just above the distal guide. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was provided. Subsequent information received after evaluation of the proglide device found that the piece of "metal" found on the proglide device was a starclose se clip. The patient had a previous arteriotomy closure with a starclose se device. The clip was stuck at the distal end of the guide tube.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device#1:proglide (part#12673-03,lot#92012-6h) was reported under a separate medwatch report number. It appeared that the proglide device was deployed through a previously implanted starclose se clip. The clip was broken and stuck at the distal end of the guide tube of the proglide device. The lot number was not identified; therefore, a device history record review could not be performed.